Event description:
Customer reported that the rubber door was missing, the housing was damaged, and the power button was unresponsive on their device. There was no reported impact to the customer¿s blood glucose level. No additional actions were taken as the customer declined further follow-up, and the device was noted to be out of warranty while the customer was in the process of renewal.